Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Hurt- vaginal [vulvovaginal pain]. It hurt me- tampon [medical device site pain]. Discomfort- vaginal [vulvovaginal discomfort]. Tampax are unraveling [device breakage]. Case narrative: consumer reported via e-mail that the tampons are unraveling. No serious injury reported.